Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the 15-years-old male child patient faced a kinked cannula and the site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.